Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestional/pelvic floor and fecal incontinence. The consumer reported not having very good results for the bowel part of her therapy though the bladder was doing well. Settings had been increased as high as 3.9 volts on one program but it got uncomfortable so it was back at 3.2 volts. All four programs were tested and the patient was back to program 1. It was noted the patient saw the healthcare provider the week prior and the ¿tightness wasn¿t as tight as it should be.¿ additional information was received from a consumer (con). It was reported that the circumstances that led to the patient not having good results was a change in the device programming. The device was reprogrammed and they raised the strength. It was partially resolved and they were still testing strengths. The patient also noted that it was affecting their sciatic nerve and causing leg pain. Additional information was received from the patient and it was reported that the patient thought the device was on their sciatic nerve or beside the sciatic nerve, causing problem with pain going down the patient¿s leg. The patient reported that she had spoken to her healthcare provider (hcp) in regards to this issue and he ¿switched channels¿ and played with the settings. Additional information was received from a consumer regarding the patient and it was reported that the patient had hurt her back and had pain on the sciatic nerve running down the leg after looking over looking for something in the kitchen cabinet and had been bed ridden since then. The consumer reported that the pain was on the same side as the device. The consumer reported that the patient did change the frequency (turned it down lower than what it was) that the ins was on to see if there would be any improvement in what was going on but there didn¿t seem to be any difference so they were guessing that there¿s nothing to do with the device. The consumer reported that him and the patient thought the issues were unrelated to the device but they had gone to the hcp a few days ago to check and the hcp told them it was most likely unrelated and didn¿t see a correlation but he had never had the situation and the patients could be the first. Additional information was received. It was reported that the patient went to their healthcare provider on (B)(6) 2017 and they changed the programming from 3, which was pretty comfortable although their sciatic nerve was still being bothered. The healthcare provider changed it to program 4 at 5.0 volts while they were lying down, and they felt normal stimulation, but they had such pain in the sciatic nerve when they got home that they couldn¿t walk. The patient stated that the healthcare provider told them to turn it 3.0 volts, but it didn¿t help. The next day they put it to program 1 at 3.0 but it was not helping, ¿and it still hurt so bad.¿ they stated that they called the healthcare provider today and they told them to try turning it off. They turned stimulation off about 30 minutes prior to the call, but still felt stimulation. Troubleshooting confirmed that the lightning bolt icon was gone, so stimulation was successfully turned off. The patient was going to leave stimulation off for now and continue to work with their healthcare provider on this issue. Additional information was received from the patient. The circumstances that led to the patient feeling stimulation after turning the device off was their sciatica nerve was still hurting really badly. The steps taken to resolve feeling stimulation after turning the device off was using pain meds, relaxers, and ice. Feeling stimulation after turning the device off will be resolved with a scheduled surgery to repair. Patient reported device slipped down 2" and is currently laying on a sciatic nerve. The device has also curled up. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the consumer reported their weight at the time of the event was 140 pounds. The consumer also clarified the statement the ¿device curled up¿ to mean the ¿device slipped two and curled or folded,¿ but it was unknown what caused this. The device curling up and the sciatic nerve pain still wasn¿t resolved, but no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.